Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Anti-tachycardia pacing (atp) was also delivered due to supraventricular tachycardia (svt). Patient maxed out all shock therapy. Device remains in service. No additional adverse effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Anti-tachycardia pacing (atp) was also delivered due to supraventricular tachycardia (svt). Patient maxed out all shock therapy. Device remains in service. No additional adverse effects were reported.